Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no additional information has been received. Without the device serial number, the device manufacturing, and expiration dates, and the unique device identifier may not be obtained.

Event description:
Medtronic received information that post implant (duration unknown) of this bioprosthetic valve, it was replaced valve-in-valve due to severe aortic regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.